Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility¿s biomedical engineer advised that he repaired the battery latch, but that the iabp is still not functional after repair. Additional information has been requested, and if provided, a supplemental report will be submitted.

Event description:
The customer reported that, during use on a patient, the intra-aortic balloon pump (iabp) lost power when tilted to roll the iabp. The customer reported that there was a short in the battery circuit. This event occurred three (3) times, but once level the iabp was able to be reconnected. There was no adverse event or patient injury reported.

Manufacturer narrative:
As per email received (b)(-2017 - the customer's biomed did not need to replace any parts. The repairs were concluded on (B)(4)-2017 and the iabp was returned to the department cleared for clinical use.

Event description:
The customer reported that, during use on a patient, the intra-aortic balloon pump (iabp) lost power when tilted to roll the iabp. The customer reported that there was a short in the battery circuit. This event occurred three (3) times, but once level the iabp was able to be reconnected. There was no adverse event or patient injury reported.